Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The service engineer (se) confirmed the power on/off led was not illuminated. The se replaced the power switch overlay and the issue was fixed. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported faulty light emitting diode (led) indicator. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.